Event description:
A lensar clinical application specialist reported that during a case, it was observed that the capsulotomy had been performed on the iris. The physician completed the whole case and simply had to break a part of the iris off and finish the case.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.